Manufacturer narrative:
The female pt underwent cypher stent placement to a minimally complex lesion in the left annterior descending artery (lad). During balloon inflation, contrast leakage was noticed, but this did not interfere with stent deployment. There was no injury to the pt. Based on the available info, it is not possible to determine what factors may have contributed to the appearance of contrast leakage during stent deployment. The product was returned for analysis. The balloon exhibits evidence of having been inflated and deflated. A clear substance was observed inside the balloon. The catheter was cross-sectioned proximal to the balloon to check balloon integrity and connected to a touhy borst valve and an indeflator. The balloon was pressurized to 16 atm with water revealing normal balloon inflation. A negative pressure was then drawn, the balloon deflated normally. No leaks were noted. The mfg routers were reviewed and the balloon functional testing results confirmed product fulfilled functional specifications. The complaint for balloon leak was not confirmed. The exact cause of the balloon leakage could not be conclusively determined and does not appear to be related to the mfg process.

Event description:
The following report was received from the field: during a coronary procedure during the inflation of the balloon, some contrast leaking was noticed. The leak was extremely small and was not enough to prohibit the stent from deploying successfully. No injury to the pt reported.